Event description:
During a robotic lobectomy the robot system began to freeze with error messages disabling the equipment. After restarting the system, it froze again. The surgeon converted the robotic lobectomy to an open surgical procedure. The robotic hotline was called and the robotic engineer flew in that evening to replace parts; the ucc communication board and microchips. Robotic now functioning again.subsequently, six days later, during a robotic assisted laparoscopic partial nephrectomy, the da vinci xi robot had an "irrecoverable fault". The surgical team was unable to reset the machine. The robotic case had to be converted to an open procedure.